Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed along the infusion set tubing. The customer's blood glucose level was 274mg/dl. Reportedly, when the cartridge in use was loaded, the customer did not perform the air removal process. The customer primed the tubing to resolve the issue, and continued using the pump for insulin therapy.